Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(6). Additional product code: mni. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device history records review was conducted. Review of DHR for part# 498.106, lot# 7358301, release to warehouse date: 11-jun-2013 manufacturing location: (B)(4), reviews of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision procedure on (B)(6) 2016 due to a broken rod and non-union. The original procedure, a posterior spinal fusion from t12-l4 to repair a spinal fracture, was performed on (B)(6) 2013. Subsequently it was discovered that the fracture did not heal, and there was a broken rod just above the l3 screw on the left. During the revision procedure, all hardware was removed and replaced. Removed hardware included: two (2) 6.0mm titanium (ti) hard rods -one of which was broken, four(4) 6.2mm ti dual-opening screws 40mm third length for 6.0mm rods -all intact, two(2) 6.2mm ti dual-opening screws 45mm -both intact, two(2) 6.2mm ti dual-opening screws 50mm -both intact, eight (8) ti collars for 6mm dual-opening implants -all intact and eight (8) ti 12-point 11mm nuts -all intact. All pedicle screws were upsized with a 1mm larger diameter, and new rods were contoured and secured. The procedure was successfully completed. This complaint involves one device concomitant devices reported: 6.0mm titanium (ti) hard rod (part #498.106, lot #unknown, quantity 1), 6.2mm ti dual-opening screws 40mm (part #499.222, lot #unknown, quantity 4), 6.2mm ti dual-opening screws 45mm (part #499.223, lot #unknown, quantity 2), 6.2mm ti dual-opening screws 50mm (part #499.224, lot #unknown, quantity 2), ti collar for 6mm dual-opening implants (part #499.292, lot #unknown, quantity 8), ti 12-point nut 11mm (part #499.294, lot #unknown, quantity 8). This report is 1 of 1 for (B)(4).